Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set fell off event on (B)(6) 2024 for the first infusion set and the other two issues in between (B)(6) 2024. The infusion set was in use for 1-2 days. No further information available.